Event description:
On event date, a 6060 pump, running sw ver. 2.06.6, was returned to the biomed. Because it gave an overinfusion. The history log shows that it delivered 8.5 ml's (that was the expected amount for infusion). When the bag was examined to determine actual amount infused, 17 ml's were gone. The biomed. Did a physical inspection of the pump when they received it, and noticed that the battery door was missing a piece of metal which they think is intended to put pressure on the tubing door. They then ran the pumpmaster high pressure test on the pump. It neither passed or failed, but generated an error message. They then ran the annual test where the pressure passed but another area failed. They turned off the pump, turned it back on and immediately got a malfunction 9.